Event description:
A customer contacted global technical services regarding a check supply line alarm that appeared on the homechoice (hc) unit. The technical service representative (tsr) instructed the home patient (hp) to push in the spike to the supply bag and twist. The hp stated that the supply bag was not spiked properly. The tsr advised the hp to restart the prime. The hp confirmed the machine was then ready for him to connect. On (B)(6) 2010 product surveillance spoke with the hp's primary nurse (rn) who stated the hp spikes by hand. The rn stated this was a new patient and was being monitored closely. The rn confirmed the hp was doing fine. The rn stated the hp hasn't reported any problems with spiking his supplies; the rn believes this was likely an isolated incident. The rn confirmed to follow up with the patient and address any training issues. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check supply line alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the alarm was due to use error. The patient stated that the supply bag was not spiked properly; the nurse confirmed the patient spikes the bag by hand. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.